Manufacturer narrative:
Manufacturer completed the entire form. Device has been returned for evaluation. Once the device has been evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The device did not ventilate properly. No patient injury or adverse event was reported.